Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer removed their sensor and the electrode remained stuck in his body. The customer was able to remove the electrode. The patient's blood glucose at the time of incident is unknown. The customer mentioned that they were having issues with sensor glucose and blood glucose discrepancies, and that they were receiving false lows from the sensor. No products were returned or replaced.